Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the infection was related to the ins and the patient had been given antibiotics on (B)(6) 2017 and on (B)(6) 2017. The patient then indicated that surgery on (B)(6) 2018 with removal of the ins and leads as well continued antibiotic sulfamethoxazole resolved the infection. There were no further complication reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va1jb1g, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had their device removed because they developed swelling, bleeding and an infection on the implant site. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.